Manufacturer narrative:
H6: medical device problem code 2017 - failure to follow steps / instructions the product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review, and similar incident query were not performed because the part/lot numbers were not reported. It was reported that the guide wire was intentionally jailed during the procedure. It should be noted that the guide wire instructions for use (IFU) states: ¿do not deploy a stent such that it will entrap the wire between the vessel wall and the stent.¿ in this case, it is likely that the IFU deviation contributed to the reported event. The investigation determined the reported difficulties appear to be related to user error. In this case, it was reported that the guide wire was intentionally jailed during the procedure. It should be noted that the ht versaturn guide wires instructions for use states ¿do not deploy a stent such that it will entrap the wire between the vessel wall and the stent.¿ entrapping the guide wire likely resulted in the reported difficulty during removal. Manipulation of the guide wire while entrapped likely contributed to the reported stretched coils and subsequent core break. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) coronary artery bifurcation. The versaturn guide wire was jailed in a side branch while performing the "jailed guide wire technique" with another guide wire. There was resistance upon removal with the stent that was placed in the side branch and the guide wire began to unravel. The versaturn guide wire was removed as a single unit. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.